Event description:
The customer reported that they have been having issues with low ion selective electrode (ise) sodium patient values on the c111 analyzer since (B)(6) 2013. The customer provided an example of one patient sample which had an erroneous ise sodium result. The sample initially resulted as 129 meq/l and was repeated, resulting as 127 meq/l. One of the first 2 values was reported outside of the laboratory where it was questioned by a physician. The sample was sent to a sister laboratory where it was repeated on a different analyzer, resulting as 137 meq/l. The repeat value of 137 meq/l from the sister laboratory was believed to be correct. The patient was not adversely affected by the event. The lot number and expiration date of the sodium electrode were not provided. The field service representative was not able to determine a cause. The laboratory ran calibration and quality controls which passed per specifications. The instrument was found to be performing within specifications. The field application specialist went to the site and provided the customer with additional training. Storage and preparation of the ise solutions was also discussed with the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. No adverse event was reported.